Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Initial reporter phone number: (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge cracked during lens insertion. The image received showing the device revealed that the cartridge tip was also cracked. Doctor provided that the cartridge tip made contact with the eye; however, there was no injury reported. The patient's outcome was not influenced by this incident and surgery was completed with another lens. No additional information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that the codes provided during the 1st supplemental MDR submission did not include codes for h6: type of investigation (3331 and 4109) and investigation findings (67). Therefore, the following fields have been updated to show correction done in this 2nd supplemental MDR. Section h6: type of investigation: 3331 and 4109. Section h6: investigation findings: 213. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 6th january 2022. Device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck inside the original smartload cartridge with an observed cartridge crack that can be attributed to excessive force and an inadequate amount of ovd during loading and insertion which can contribute to deployment issues. The complaint lens was removed and a damaged lens with a detached haptic was observed which can also be attributed to excessive force and inadequate ovd used during loading and insertion. It couldn't be confirmed that the tip was cracked/damaged could not be confirmed, however there was a cartridge crack, which is similar. It cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3 - device evaluated by manufacturer? Yes. No complaint product was returned for evaluation, however a customer photo was provided. A cartridge crack was observed, which can be attributed to an inadequate amount of ovd (ophthalmic viscoelastic device) was used during loading and insertion. Based on the quality of the photo provided no further defects could be confirmed. The complaint issue could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.